Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Insulin pump failed self test. The insulin pump will be returned for analysis.